Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2019. Date of implantation is an unknown date in (B)(6) 2019. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Date of concomitant therapy is the same as date of implantation, an unknown date in (B)(6) 2019. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that patient was admitted into salford royal due to pain from a trochanteric fixation nail advanced (tfna) short nail breaking. Patient was also unable to bear weight. X-rays showed that the nail had broken where the distal locking screw goes through the nail shaft. This nail was originally implanted in (B)(6) 2019 by a different trust ((B)(6) hospital). Revision surgery occurred on (B)(6) 2019 to remove the broken tfna nail and replace it with a long tfna nail. Procedure was completed successfully. No further damage was caused to the patient. Concomitant devices: tfna lag screw (part: unknown, lot: unknown, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 10mm/125 deg titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).